Manufacturer narrative:
This report is filed february 15, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the abutment site and was prescribed a topical antibiotic on (B)(6) 2015. The implanted device remains.